Manufacturer narrative:
Investigation conclusion: . A review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 4 false positive sars results. Customer states they were negative by other manufacturer otc antigen & pcr. Symptomatic status is unknown. Attempt was made to follow up with customer to gather more information without success. Report 3 of 4.